Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely and was found emitting tones. Boston scientific technical services (ts) was contacted regarding turning off the beeping noise, and ts discussed that the device had reached the elective replacement indicator (eri) and that the beeping could be turned off. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device will be explanted. No adverse patient effects were reported.